Manufacturer narrative:
(B)(6). Patient¿s weight is unknown. Date of postoperative fracture is unknown. This report is for four (4) unknown screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Original implant date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k#): unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision of a titanium distal femur less invasive stabilization system (liss) plate and thirteen (13) screws to an unknown zimmer plate construct due to a fracture which was slightly distal to the synthes liss femur plate on (B)(6) 2017. One (1) liss plate along with approximately thirteen (13) unknown screws were initially implanted on an unknown date a few years ago. Based on a previously taken x-ray (unavailable) taken before the revision surgery, the plate and screws all seemed intact and were found intact during surgery. The revision procedure was successfully completed with an unknown delay in surgery due to three (3) synthes screwdrivers breaking while removing the three (3) cold welded / cross threaded screws that were stuck to the plate. After the screwdrivers broke, the screws had to be cut out with a big burr. It is unknown if there were any fragments left inside the patient. This report addresses the postoperative revision due to patient¿s fracture which was slightly distal to the synthes liss femur plate the intraoperative issue of cold welded / cross threaded screws that were stuck to the plate. The intraoperative issue of three (3) broken screwdrivers and three cold welded / cross threaded screws that were stuck to the plate has been captured under linked complaint (B)(4). This report is for four (4) unknown screws. This is report 2 of 11 for complaint (B)(4).